Event description:
It was later reported that the patient experienced ventricular fibrillation (vf) and loss of consciousness. They had no history of arrhythmia prior to left ventricular assist (lvad) implant. This event was not considered to be device related. No implantable cardioverter-defibrillator (ICD) was implanted prior to lvad. The patient had undergone heart transplantation.

Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2024-06794. A supplemental report will be submitted under manufacturer report number 2916596-2024-06794 once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2024 for sustained ventricular arrhythmia requiring defibrillation or cardioversion. Defibrillation was performed at 150j.